Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that during the lead placement, only one lead was placed instead of the intended two due to patient's significant distress on the initial attempt to administer an injection. The patient reported good pain relief following the procedure, however, there was a sudden decline in efficacy the day after. Fluoroscopy imaging was taken which confirmed lead migration. The patient underwent a lead pull procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.